Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2009. The patient's concurrent conditions included body mass index normal, fibromyalgia, menometrorrhagia, polymenorrhea, uterine bleeding and hemorrhagic cyst (right ovary). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), abdominal pain ("abdominal pain"), back pain ("pain: upper back/lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent total abdominal hysterectomy bilateral salpingo-oophorectomy to remove essure implant) and surgery (ablation ((B)(6) 2009)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma, migraine, headache, nausea and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Per mr: insertion details: right placement of coil- 3 coils. Left placement of coils- 3 coils. Patient tolerated well. No immediate complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test - on (B)(6) 2009: negative. Ultrasound scan vagina - on an unknown date: cyst (B)(6) 2009, ultrasound pelvis transabdominal and transvaginal with doppler revealed complex left adnexal cystic mass containing a solid, vascular mural nodule, possibly and ovarian cystadenoma or cystadenocarcinoma. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, menorrhagia, migraine, headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed she did not undergo essure confirmation test" in (B)(6) 2009. The patient's concurrent conditions included body mass index normal, fibromyalgia, menometrorrhagia, polymenorrhea, uterine bleeding and hemorrhagic cyst (right ovary). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), abdominal pain ("abdominal pain"), back pain ("pain: upper back/lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent total abdominal hysterectomy bilateral salpingo-oophorectomy to remove essure implant) and surgery (ablation (B)(6) 2009)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma, migraine, headache, nausea and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Per mr: insertion details: right placement of coil- 3 coils. Left placement of coils- 3 coils. Patient tolerated well. No immediate complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Pregnancy test - on (B)(6) 2009: negative. Ultrasound scan vagina - on an unknown date: cyst. (B)(6) 2009, ultrasound pelvis transabdominal and transvaginal with doppler revealed complex left adnexal cystic mass containing a solid, vascular mural nodule, possibly and ovarian cystadenoma or cystadenocarcinoma. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, menorrhagia, migraine, headache." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 36 year old patient. Her demographics were updated. Her concurrent conditions were added. Lab data was added. Essure insertion date and removal date was updated. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/menorrhagia), migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fibroid and pain: upper back/lower back, pain: lower abdomen, abdominal pain, weight gain and she did not undergo essure confirmation test). She had recovered from bleeding (vaginal/bleeding) and abdominal pain. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.